Event description:
It was reported that the patient, implanted on (B)(6) 2003, suddenly no longer had access to sound on (B)(6) 2012. The external parts were exchanged, but the situation remained the same.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.